Manufacturer narrative:
The received device had the cannula assembly fully deployed and the soft cannula was found to be stretched out of specification. During leak test, a source of fluid leakage was found on the exposed portion of the soft cannula at the spot where the tip of the formed needle rested. But it could not be conclusively determined when this damage occurred. There was no evidence of blood observed on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 345 mg/dl, while wearing the pod between 4 and 24 hours. The pod¿s was leaking, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.